Manufacturer narrative:
Concomitant medical products: product ID: 3037, product type: programmer, patient. Product ID: neu_ unknown_lead, product type: lead. Product ID: 3037, product type: programmer, patient. (B)(4).

Event description:
The consumer reported she did not feel stimulation. She felt stim on the (B)(6) then she stopped feeling it. Therapy was not on. Therapy was turned on and the situation was not resolved. Stimulation was at 0.0v but the patient increased stim to a comfortable level. Her symptoms returned on (B)(6) 2015, she had been wetting and wetting. No further information was provided about this event. If additional information is received, a follow up report will be sent.